Manufacturer narrative:
The slight deviation (<10%) of the pressure reading cannot be the cause of the slippage. Since the surface of the product has different types of damages (scratches and impact / pressure marks) in several points, we assume that the general condition of the product is conditioned by improper handling by the customer. It is also suspected that the crack in the fixed arm at the interface with the extension arm was caused by external impact(s). In general, it cannot be excluded that further of the detected deviations, such as that of the clamping screw, were caused by improper handling of the device and/or by external impacts of force. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.

Event description:
Customer informed our service department on the 24th of february that one of our products was involved in a case where alaceration occured.